Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize an ECG signal) has been confirmed. As received, the monitor produced service code 204. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 and inability to recognize an ECG signal is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not recognize an ECG signal.